Event description:
The clinician reports the implant was inserted 2025-(b)(6) in ADA 30. Details of surgery: Primary stability not achieved and Implant surface not completely covered with bone. On 2026-(b)(6), non-osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: Infection, Pain, Bleeding, Increased Sensitivity and Inflammation. No further patient complications were reported.